Event description:
It was reported that during a revision of a rotator cuff repair, the tip of the needle broke at the notch while passing through the cuff; the tip remains in the cuff unretrieved. The case was completed successfully. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but will not be released by the facility risk management. The complaint was not confirmed; the cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The suture passer and three un-opened/un-used needles from the same lot as the complainant device were returned for evaluation. Evaluation of the returned devices revealed no issues related to the event; the devices met specifications. Based on the information provided, the most likely cause of this event would be the use of excessive force to pass the needle through the thick or hard tissue encountered. On the package, there is a label instructing the user as follows: warning: do not resterilize or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. In addition, a revised version of the needle has been developed which has a shorter suture slot to further strengthen the needle. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Risk management will not release.